Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, it was discovered via x-ray that the right ventricular lead had dislodged. Additionally, it was noted that the lead had elevated capture threshold and decreased impedance. The lead was repositioned on 17 sep 20020, and the patient was in stable condition.